Event description:
Hosp reports haptic broke during insertion and incision had to be widened in order to facilitate removal of the lens. Date device expires: 5/31/2001.

Manufacturer narrative:
The initial report was received by MFR on 8/28/96. Additional info was received on 10/25/96 necessitating a supplemental filing. This report was mailed in to FDA on: 11/22/96 disclaimer: this info is submitted pursuant to 21cfr803, in compliance with medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury. Number of persons affected = 1